Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was suspected to have a clipping malfunction. The cystic artery was injured and an alternative clip applicator was used. There was a serious injury noted.